Event description:
It was reported that the belt clip broke. It was also stated that the customer's blood glucose reading of 226 mg/dl had been treated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.